Event description:
It was reported to philips that the device failed the operational check. No further failure data was provided by the customer. There was no reported patient involvement/adverse patient impact.